Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted on (B)(6) 2019; 5076-52 lead, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.